Event description:
During a coronary eluting stenting treatment procedure, deployment and removal difficulties were encountered. The cypher 2.5 x 28 mm was the first stent deployed in the circumflex at 13 atms. The 85% moderately calcified lesion in the tortuous obtuse marginal was predilated with a maverick 2.5 x 20 mm balloon to 8 atms. The physician then deployed a taxus express 2.5 x 12 mm stent in the lesion in the om at 18 atms. As the stent had a notcieable residual in the middle, he postdilated again to 18 atms. The 35-40% residual stenosis in the treated site was still noticeable and was left as it was. Proximal to the taxus stent that was placed in the om, there was another small lesion which was treated with a cypher 2.5 x 8 mm drug eluting stent. As the balloon was being removed the physician noted some resistance had difficulty removing the taxus delivery catheter, even after using the slow deflate technique. He held the guide catheter, pulling hard on the balloon catheter to remove the balloon. The pt is reported to be in satisfactory condition.